Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4): the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive standard balloon replacement device was used during a replacement procedure the exact date is unknown however it was in (B)(6) 2010. According to the complainant, the cap on the device broke off, (date is unknown). A new endovive standard balloon replacement device was placed in (B)(6) 2011, (exact date is unknown). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.